Event description:
It was reported that during surgery the implant had to be shaved down to fit properly.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Manufacturer narrative:
Additional information: h4, h6. Correction: d3, g1. The reported event that the customized implant did not fit initially and had some gaps after trimming could not be confirmed, since no evidence like a post-operative CT scan were provided. The reported issue involved minor surgical delay due to implant fitting difficulties, which were resolved intraoperatively by the surgeon, with no postoperative imaging provided for further evaluation. A comprehensive review, including design, manufacturing, and device history analysis, found no deviations or defects, and while the outdated CT scan used for planning may have contributed to the issue, the root cause could not be conclusively determined. Based on the investigation, the assessment of the designer and the DHR review, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.